Manufacturer narrative:
Based on the available information, no conclusion can be made. Per the medical records review, post implant of composix kugel mesh patient was diagnosed with adhesion, hernia recurrence and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. H11: this supplemental emdr is submitted to correct the outcomes attributed to adverse event and imdrf annex f code. This semdr represents the bard/davol composix kugel mesh (device #2). An additional semdr was submitted to represent the bard/davol kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by the patient's attorney: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of kugel hernia patch (device #1) and composix kugel (device #2). Per operative notes, "the preperitoneal fat in the incisional umbilical hernia was reduced. A small oval composix kugel mesh (device #2) was passed into the abdominal cavity. The peritoneum in the right lower quadrant was incised and the defect was identified. A small kugel circle mesh (device #1) was placed". (B)(6) 2015 - patient underwent diagnostic laparoscopy and lysis of adhesions. Per operative notes "once freed the abdominal wall adhesions, there was no hernia. Previous staples in the right lower quadrant, anterior abdominal wall from previous surgery as well as mesh was in place". (B)(6) 2017 - patient had right lower quadrant pain and underwent total abdominal hysterectomy with partial mesh explant. Per operative notes, "on the right lower quadrant palpated, there was mass like effect. As the mesh product was excised, a dense circumferential ring of a plastic material was encountered. The mesh (device #1) and the plastic ring were excised. (B)(6) 2018 - patient underwent exploratory laparotomy with removal of meshes (device #1 & device #2) and repair of recurrent ventral hernia. Per operative notes, "appeared to be a recurrent hernia in periumbilical which included incarcerated fat and was resected. Performed adhesiolysis from the mesh that was at her umbilicus. This mesh was removed. The patient also had a mesh, which was placed somewhat preperitoneal on the right side and was completely resected. This mesh was densely ingrown into the fascia. We then used a biological mesh¿. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, fistula, pain, underwent lysis of adhesions on (B)(6) 2015 and emotional injuries.

Manufacturer narrative:
Based on the available information, no conclusion can be made. Per the medical records review, post implant of composix kugel mesh patient was diagnosed with adhesion, hernia recurrence and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the bard/davol composix kugel mesh (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1).

Event description:
Per information provided by the patient's attorney: (B)(4) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of kugel hernia patch (device #1) and composix kugel (device #2). Per operative notes, "the preperitoneal fat in the incisional umbilical hernia was reduced. A small oval composix kugel mesh (device #2) was passed into the abdominal cavity. The peritoneum in the right lower quadrant was incised and the defect was identified. A small kugel circle mesh (device #1) was placed" (B)(4) 2015 - patient underwent diagnostic laparoscopy and lysis of adhesions. Per operative notes "once freed the abdominal wall adhesions, there was no hernia. Previous staples in the right lower quadrant, anterior abdominal wall from previous surgery as well as mesh was in place". (B)(4) 2017 - patient had right lower quadrant pain and underwent total abdominal hysterectomy with partial mesh explant. Per operative notes, "on the right lower quadrant palpated, there was mass like effect. As the mesh product was excised, a dense circumferential ring of a plastic material was encountered. The mesh (device #1) and the plastic ring were excised. (B)(4) 2018 - patient underwent exploratory laparotomy with removal of meshes (device #1 & device #2) and repair of recurrent ventral hernia. Per operative notes, "appeared to be a recurrent hernia in periumbilical which included incarcerated fat and was resected. Performed adhesiolysis from the mesh that was at her umbilicus. This mesh was removed. The patient also had a mesh, which was placed somewhat preperitoneal on the right side and was completely resected. This mesh was densely ingrown into the fascia. We then used a biological mesh¿. Attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, fistula, pain, underwent lysis of adhesions on (B)(4) 2015 and emotional injuries.